Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a ligation procedure performed on (B)(6) 2022. During the procedure, the suture was broken and could not be used. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a0401 captures the reportable event of suture break. Block h10: the returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that the returned ligator head had two bands attached, some of them were moved from their position. The suture was in good condition and contained the seven knots. Additionally, the handle did not have marks of a secured trip wire. The ligator head was observed under magnification, and the ligator head teeth were damaged/bent. The suture hole was in good condition. No other problems with the device were noted. The reported event of suture broken was not confirmed. Upon analysis, it was found that suture was in good condition and contained the seven knots. The ligator head teeth were bent/damaged and the bands on the ligator head were moved. This suggests that the device could not deploy. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. There was evidence found that the trip wire was not secured. This condition, unsecured trip wire, could have affected the overall performance of the device causing the trip wire slipping through the handle assembly and contributed to an inaccurate deployment of the bands, this could have resulted to an improper deployment of the bands and causing more tension on the device, consequently, bending/damaging the teeth. Therefore, the most probable root cause for the encountered problems will be documented as failure to follow instructions due to problems traced to the user not following the manufacturer's instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a ligation procedure performed on march 20, 2022. During the procedure, the suture was broken and could not be used. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.